Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that all of the keypad buttons were responding intermittently. The patient claimed that boluses were cancelling, scrolling was difficult, and navigating the options was nearly impossible. The patient denied any rips or tears in the keypad. The patient stated that there was no evidence of damage or moisture ingress. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.